Manufacturer narrative:
The retractor lot number was not provided thus a lot history record review could not be performed. The waveguide lot history record was reviewed, and no issues were identified. The waveguide used in the case was discarded, thus a physical evaluation could not be performed. The testing performed in-house using similar products demonstrated that the retractor, waveguide, and cable did not exhibit any high temperature.

Event description:
A minor burn was observed at the end of a lumpectomy case, at the incision near the periareolar area. The physician removed the burned area and completed the case.